Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of headache ("headaches"), hyperhidrosis ("heavy sweating"), pyrexia ("fevers/fevers daily for 10 years"), alopecia ("hair loss"), muscle spasms ("muscle spasms"), autoimmune disorder ("auto immune disorder"), swelling ("swelling"), weight increased ("weight gain"), genital blister ("grey blistered and red labia with menstruation"), dizziness ("dizzy"), tinnitus ("ringing in ears"), mood swings ("mood swings"), panic attack ("panic attacks"), depression ("depression"), arthralgia ("joint pain") and night sweats ("bad night sweats") in a 53 year-old female patient who had essure inserted for contraception. There was no information on the patient's medical history or concurrent conditions. The only concomitant product mentioned was ruconest (conestat alfa) for allergy to metals since 01-oct-2015. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 6 days after essure insertion, she experienced headache (seriousness criteria medically important and intervention required), hyperhidrosis (seriousness criterion medically important), pyrexia (seriousness criterion medically important), muscle spasms (seriousness criterion medically important), dizziness (seriousness criterion medically important), tinnitus (seriousness criterion medically important), mood swings (seriousness criterion medically important), panic attack (seriousness criterion medically important) and depression (seriousness criterion medically important). On (B)(6) 2009 she experienced alopecia (seriousness criterion medically important). On (B)(6) 2009 she experienced autoimmune disorder (seriousness criterion medically important). On (B)(6) 2009 she experienced swelling (seriousness criterion medically important), genital blister (seriousness criterion medically important), arthralgia (seriousness criterion medically important) and night sweats (seriousness criterion medically important) and was found to have weight increased (seriousness criterion medically important). Essure was removed on (B)(6) 2019. The patient was treated with surgery (essure removal). On (B)(6) 2019, the swelling and weight increased had resolved with sequelae, the pyrexia was resolving and the headache, alopecia, muscle spasms, autoimmune disorder, genital blister, dizziness, tinnitus, mood swings, panic attack, depression, arthralgia and night sweats had resolved. At the time of the report, the outcome of hyperhidrosis was unknown. No causality assessment was received for essure with regard to hyperhidrosis, pyrexia, alopecia, muscle spasms, autoimmune disorder, swelling, genital blister, headache, arthralgia, night sweats, weight increased, dizziness, tinnitus, mood swings, panic attack or depression. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-jan-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.